Manufacturer narrative:
The device was returned for analysis. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances; therefore, could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed in the left common femoral artery. The right common femoral artery was used as an additional access site for this procedure. The sheath was upsized to greater than 18f, and the tevar procedure was completed. Reportedly, post procedure, it was noticed that both proglide knots were tightened to the vessel wall with significant oozing and pulsatile flow observed. A cut-down was performed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Two additional devices were returned for this event. One device was returned with the suture inside the device due to two needle to cuff misses. An additional plunger was deployed and with a needle to cuff miss.